Event description:
It was reported that balloon rupture occurred. The 95% stenosed, straight target lesion was located in a shunt in a non-calcified vein. An 8.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. The balloon was inflated to 16 atmospheres. The balloon was removed due to rupture in the blood vessel. There was no patient injury. Upon withdrawal, the balloon was noted to be torn. The device fragment was removed surgically.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a circumferential tear 3.5cm from the tip. There was a complete separation of the inner shaft 31.1cm distal of the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed, straight target lesion was located in a shunt in a non-calcified vein. An 8.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. The balloon was inflated to 16 atmospheres. The balloon was removed due to rupture in the blood vessel. There was no patient injury. Upon withdrawal, the balloon was noted to be torn. The device fragment was removed surgically.